Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, if the cannula was inserted and bent or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not move forward when the pod was activated. The patient also reported being unsure if the cannula was properly seated in the infusion site, when removed the pod's cannula was found bent. No treatment was provided . The pod was not worn. The pod was discarded.